Event description:
Boston scientific received information that a red alert was detected for high out of range pacing impedance measurements. No intervention at this time. There were no adverse patient effects reported. The associated right ventricular (rv) lead is a competitor product. This patient will be followed-up in the near future. Subsequently, additional information was received that a lead replacement procedure was performed. During the procedure, this cardiac resynchronization therapy defibrillator (crt-d) displayed an error message indicating safety mode. The decision was made to replace this crt-d. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.